Event description:
Customer reported labeling on strip vial is torn and smeared and they are uncertain of the numbers. Customer stated the serial number has been rubbed off of the device. Customer indicated going to the hosp twice due to questionable device results. No treatment received. No controls used. A request was made for return product and replacement product was sent.